Event description:
Additional information was received which reported that the patient had chronic pain in his back that was ¿24/7, it literally caused headaches and pins and needles¿ down both legs. The patient¿s device was reportedly helping, however, he had recently had a return of nausea, but was getting better. It was stated that the patient was scheduled for an appointment in (B)(6).

Event description:
It was reported that the last year the patient had to have two major back surgeries. Cutting through sheath to remove scar tissue that had wrapped itself around t12-l3 was performed twice. The patient was having issues again this year with his back and his stomach. Things had gotten worse since the patient did something to his back that doesn't show up on regular xrays. The patient was planning to have a myelogram but wasn't scheduled yet. Regarding when did the patient do something to his back second time it was noted about 2-2.5 weeks ago. There were concerns regarding device battery life. Last year was the first checkup and all the physician did was change the polarity on it. With the patient's back being the way it was (nerves being squeezed t12-l3), unsure of what scar tissue did to the nerves. The patient was experiencing nausea. If the patient put a little bit of food it calmed the stomach a little bit. The patient was taking phenegren suppositories which weren't working. The nausea was like it was before but the patient hadn't been vomiting. When the patient drinks a little pop it seemed to settle it down. The issue occurred following a position change in bed when the patient was downstairs. The nausea was before that back issue. It was noted that when the patient had major surgeries the healthcare provider didn't mind them using the pacemaker magnet to shut it off. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 4351, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).